Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a bent cannula and high blood glucose. Customer did not have a no delivery alarm in the alarm history. Customer's blood glucose was 488 mg/dl. Customer stated that she has a back-up plan. Customer gave a bolus and a manual shot. Troubleshooting as performed and customer ran a manual prime. Customer stated that the insulin did exit the tubing. Customer had low reservoir alarms in the alarm history. Customer performed the high pressure test and the pump passed. Customer stated that the cannula was occluded. Customer stated that the site was sore and irritated. Customer was advised to do a complete set change. Customer stated that she was in the hospital 8 times before she was on the pump. Customer stated that she has not been back to the hospital since being on the pump.